Event description:
Boston scientific received information that during an interrogation it appeared that this right atrial lead had dislodged. The patient was not symptomatic. All right ventricular measurements were normal. It appeared that the right atrial sensing had dropped and a loss of capture on the right atrial channel was noted. In addition, undersensing as well as oversensing was seen thus the atrial sensing was adjusted. Final interrogation of the device noted that the patient was in sinus rhythm with first degree av block and was programmed to allow intrinsic conduction. All lead measurements were stable, and patient follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigating will be updated.